Manufacturer narrative:
(B) (4): the pump and catheter have been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The medical examiner reported that the pt died suddenly; the cause of death was yet unk. They had the results of toxicology testing of csf and blood; the results were not provided. The medical examiner wanted the pump analyzed to see if it was working properly. The device system was used to deliver morphine (20mg/ml) at a rate of 5.993 mg/day. The pt's pump, physician reported, that they did not know the details of the pt's death. They were awaiting the medical examiner's results and toxicology. They noted that there was no known reason for the pt's death. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.